Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that there was leaking at the luer connection between the tubing and the cartridge. She stated that the tubing near the cartridge cap was wet.